Manufacturer narrative:
Correction to system type.

Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the umbilical connector was severely damaged, hence, difficult to insert into socket. Replacement of the mvs umbilical cable resolved the issue. No further issues were reported. Replaced mvs umbilical cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the end of the mobile view station (mvs) umbilical cable was damaged. There was no patient present when this issue was identified.